Manufacturer narrative:
Overall investigation summary a complaint was received on optivantage system serial number (B)(4) alleging that error code 2048 was occurring after upgrading the software. The complainant claimed that the error was intermittent. This instance occurred during a procedure, which caused a need to repeat the procedure. As this was an additional dose of contrast, the chance of overdosing was used as rationale for reportable status, while the 2048 error would generally not warrant as such. There was no harm to the patient as a result of this additional dose. Regional service provided a loan replacement injector to the customer, and the customer's unit was removed to find out what caused the problem. Service investigated customer's unit and found p-codes from error 2048 history (p1=0x0042, p2-0x0003, p3=0x0018, p4=0x0800, p5=0x0000, is=0x0002) on (B)(6) 2021. Also found injector gave an error 2049 (ph has detected problem with injecting screen) message on (B)(6) 2021. Service found the power cord made poor contact causing short power interruptions, so replaced the power cord (220v line cord EU, (B)(4). Service was not sure whether this power cord was the one used at the customer location during the issue. Service temporarily removed the OEM pcb (B)(4)) to find out if this may have caused error 2048, however as this was not the case, so this pcb was put back in. Service performed test and inspection (B)(4), as well as, some protocols and could not reproduce either error codes (2048 nor 2049). Service found the pressure limit setting was set as 'pause on pressure limiting' and put this back to 'off' as this is commonly used (this injector will be used as a back-up injector). Service reported injector has 6.02 version software. Service stated this injector will be released for use and will be put in stock of back-up injectors. Cts history search shows no other similar issues with this unit. Impact assessment summary imdrf codes = (B)(4) root / probable cause code equipment/instrument software root / probable cause summary see failure mode (see components and overall investigation summary). No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Complaint confirmed yes disposition summary regional service provided a loan replacement injector to the customer, and the customer's unit was removed to find out what caused the problem. On customer unit, service replaced the power cord (800935). Service was not sure whether this power cord was the one used at the customer location during the issue. Service performed test and inspection (B)(4), as well as, some protocols. Service could not reproduce either error codes.

Event description:
Incident reported by facility on (B)(6) 2021 for an event that occurred on (B)(6) 2021. Facility stated after upgrading optivantage, error code 2048 (miscellaneous software alarm) came up several times. A patient was connected at the time the defect occurred, which caused a need to repeat the procedure. No harm to the patient as a result of additional dose was reported.